Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when they removed the sensor the electrode was missing. The customer¿s blood glucose level was 140 mg/dl. The no further details were given. The product will not be returned for analysis.